Event description:
It was reported that the patient was no longer getting adequate stimulation. The physician replaced the ipg with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned.